Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported the customer was experiencing low blood glucose levels at the time of call and was previously hospitalized. Customer wanted to retrieve setting from old insulin pump and set up the new device. Troubleshooting was performed. Customer's blood glucose level was 40 mg/dl, treated with food. Customer's wife was advised to disconnect the device from the customer. Drive support cap is normal. Customer was hospitalized for low blood glucose of 40 mg/dl. Customer's wife thinks the cause of hospitalization is customer was getting to much insulin. Insulin type rapid acting, 100 unit concentration. Customer's wife wanted to adjust basal rates, advised to disconnect from infusion set and remove the reservoir. The device is showing the correct amount of insulin on the reservoir. The device was not exposed to an MRI. The device passed self test, advised to speak to doctor regarding the low blood glucose levels. No further information reported.